Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, insertion tube leaking and insertion tube split were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the oes cystonephrofiberscope rubber insertion tube is cracked and peeling off. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the peeling of the coating on the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the peeling occurred because the insertion tube was subjected to chemical stresses. These same stresses likely caused the tears in the insertion tube. Olympus will continue to monitor field performance for this device.